Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer declined service and repair, and no further actions were performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a corrupted central processing unit (cpu) board. It was unknown how the issue was found. No patient or user harm reported. Investigation is ongoing

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer declined service and repair, and no further actions were performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
A service engineer (se) reported that the central processing unit (cpu) printed circuit board assembly (pcba) was replaced, and a performance verification test was performed. The device passed all testing and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.